Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to due to diabetic ketoacidosis with blood glucose of above 600 mg/dl. The current blood glucose was 486 mg/dl. The customer also received flow block alarm. Her pump has failed and they were in the hospital because of it and they need a new pump. When they put her back on the pump her sugars skyrocketed, and they tried to test the insulin and when they tried to force it out the got nothing. Customer reported the following symptoms related to their high blood glucose were nausea and vomiting. Customer treated high blood glucose with manual injections. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. Assisted with performing the high pressure test and which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will be returned for analysis.